Event description:
It was reported that the unspecified bd¿ syringe had difficult plunger movement and wouldn't depress all the way during use. The following information was provided by the initial reporter: "pt informed one pump syringe went all the way down to an inch and half of liquid but would not go down all the way. The next syringe worked fine. No adverse event reported. No missed dose reported."

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in report. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ syringe had difficult plunger movement and wouldn't depress all the way during use. The following information was provided by the initial reporter: "pt informed one pump syringe went all the way down to an inch and half of liquid but would not go down all the way. The next syringe worked fine. No adverse event reported. No missed dose reported".